Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said on the fourth clip after removing the gall bladder he squeezed the trigger and it made a crunching sound. When he tried to remove the device it stuck on tissue and he could not get the jaws to open. The surgeon manually manipulated the black firing trigger. The device then opened with no tear to the tissue. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.